Event description:
A hospital bio medical engineer (bme) reported that two cv-100 video processors failed to output video images during a patient procedure. Due to loss of image, the patient was transferred to another facility for treatment. The bme reported that the patient expired at the second facility and that cause of death was most likely related to an aneurysm of the esophagus and not a failure of the video processors.